Manufacturer narrative:
Patient code of (B)(4) is provided for incomplete radial tear. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with an incomplete radial tear. The surgery center reported surgical intervention was required. No further information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/17/2018. Device returned to manufacturer? Yes. Device evaluation: one (1) patient interface lot# 60099532 was returned within its original packaging. A visual inspection of the returned device did not reveal any damage to the components and all parts were assembled correctly. Suction and dimensional testing ( cone height and parallelism) was performed with all results within specification. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60099532. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.